Manufacturer narrative:
(B)(4). Initial reporter email address- (B)(6).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. No communication - gap in logs. No injury or medical intervention was reported.